Manufacturer narrative:
Other applicable components are: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The rep reported that the patient's right ins was implanted in the patient's abdomen. The rep also reported that the patient was experiencing pain in the abdominal area. The rep reported that the hcp moved the existing extension and ins from the abdomen to the right chest area. The rep clarified that the hcp did not remove or replace any equipment, and that the equipment was checked with the p programmer during surgery and found to be in proper working order. The rep reported that the ins system was repositioned as a precautionary measure and was not believed to be causing the patient's abdominal pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that an impedance check was performed and the equipment was found to be in good working order. The results were in normal range. The ins was placed in the abdomen per the patient's request and the procedure was performed to reposition the device in an attempt to resolve the abdominal pain the patient was experiencing. No further complications reported.